Event description:
Individual received a cut on the right index finger from a positive bact/alert aerobic blood culture bottle. The individual was unloading bottle from the bact/alert instrument when a bottle broke at the neck. The technician was wearing gloves and washed her hands and immediately went to the infection control nurse. The technician received a hepatitis vaccine, had blood drawn for testing, and had her wound cleaned and dressed. She was also given antibiotics for the wound. Frequency of occurrence statement (21 cfr 803.24(c)(7). The package insert and instrument operator's manual offer precautions concerning potential for glass breakage and the universal precautions for handling potentially infections body fluids. Expected frequency of cuts resulting from breakage of glass bottles are not specifically addressed in the product labeling. Co believes that the frequency at the time of this report is no greater than usual for the device. Severity of occurrence statement (21 cfr.803.24(c)(7)). The package insert and instrument's operator's manual offer precautions concerning potential for glass breakage and the universal precautions for handling potentially infectious body fluids. The degree of severity of cuts resuliting from the breakage of the glass bottles are not specifically addressed in the product labeling. Co believes that the degree of severity of this incident is no greater.